Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the ring was discolored showing evidence of blood contact. Small needle holes along the inflow aspect of the ring show placement of implantation sutures. A small tear is noted in the sewing ring aligned with where the serial number tag is placed, indicating the suture was possibly pulled instead of cut. There were no other anomalies observed on the ring. An assessment of the reported broken holder suture cannot be confirmed as the holder was not returned. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 32mm annuloplasty ring, it was replaced with the same size and model. The reason for the replacement was reported as the "... Cg forming ring was solid during the wiring process on the cg future forming ring. The suture between the holder and the annuloplasty ring broke during suturing, and (hcp) replaced it with a new (same product). The annuloplasty product was not fully sutured and tested prior to removal. It was noted that the patient was not affected. No additional adverse patient effects were reported.